Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that during a mandible fracture case, 2 screw ((B)(4)) heads fractured off during insertion into pre-drilled holes by the surgeon. All other associated stryker products in use were used in compliance with the IFU. The body of the screws was left in the patient's jaw. However, the surgery was completed successfully.

Manufacturer narrative:
The products were returned for investigation and the reported event could be confirmed. The investigation results shows that the bone screws, cross-pin, 2.0xxmm broke as a result of too high torsional forces in forced rupture mode during the insertion. The chemical composition conforms to the specification ¿ tial6v4 (ti grade 5) . The fracture surfaces show the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
A company representative reported that during a mandible fracture case, 2 screw (5020404) heads fractured off during insertion into pre-drilled holes by the surgeon. All other associated stryker products in use were used in compliance with the IFU. The body of the screws was left in the patient's jaw. However, the surgery was completed successfully.